Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a prostyle device after an interventional procedure with a small bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following information was received:returned device analysis identified that the guide was separated at the distal end of the guide tube and was held together by the actuator wire. Follow-up with the account confirmed that the break occurred during the procedure. No additional information was provided

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss and guide break were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported needle to cuff miss and guide break appears to be related to interaction with the patient calcification. Torsional manipulation applied during device placement attempt due to interaction with the calcification likely contributed to the reported guide break. Breakage of the guide will compromise needle trajectory thus contributing the reported needle to cuff miss (unsuccessful needle deployment) such that the foot pockets/ cuffs would no longer be with in the path of the needles. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #; h4 - device mfg date.